Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh and perineal formation procedure performed on (B)(6) 2015. According to the complainant, on the first day after the procedure, hydronephrosis and mild increase of cr (creatinine ratio) were noted. An examination was performed and a ureteral injury of grade 3b due to the left arm was observed. The injury reportedly requires surgical, endoscopic, and ivr treatments under general anesthesia. Subsequently, nephrostomy and arm removal were planned to perform the following day.